Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However there was the possibility that the reported phenomenon was attributed to as follows, the connector of the subject device in question had been retightened, causing the packing to stick out and changing the sliding distance of the central part. When the connecting tube was assembled in this condition, the claws of the cleaning tube were not able to catch, and it came off.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the reprocessing, the connecting tube had come off. Olympus field service engineer confirmed at the user facility that the connector of the subject device had been retightened and the packing was sticking out. There was no report of patient injury associated with the event.